Event description:
Restenosis was found 12 months after the procedure.

Manufacturer narrative:
As reported, this patient presented for treatment of a calcified lesion in the circumflex. A 3.0x33mm cypher stent and a 3.0x13mm cypher stent were deployed to treat the lesion. Additional procedural details were unknown. Twelve (12) months later, the patient showed symptoms during mild exertion and visited the hospital. Angiography was conducted and restenosis was observed at the distal end of the distally implanted cypher. The constitution of the restenosis was inflammatory cell, smooth muscle cell, extracellular matrix and proteoglycan. White thrombus like material was observed. This was equivalent to 2-3 months after bms implant. Please note that this product, (cjs13300, lot no. Unknown) is not distributed in the united states. However, it is similar to the us distributed device, cxs13300. It is also not available for testing and evaluation. Additional information has been requested but has not been forthcoming. This complaint originated from an academic conference held in japan. The male patient with a history of coronary artery bypass grafting to the left anterior descending artery underwent the implantation of two cypher stents to the left circumflex (cx). Approximately 12 months post-implant the patient presented with "symptoms" on mild exertion. Repeat angiogram revealed restenosis in the most distal cypher. Indication for the initial evaluation is unknown. Cypher 3.0x33mm and 3.0x13mm stents were implanted but no procedural details are provided. Additional information was requested but has not been forthcoming. As such, it is not possible to rule out restenosis within 5mm of the more proximal stent and it too is being reported. The devices remain implanted and are not available for analysis. Restenosis is a known potential adverse event associated with coronary stent placement and this patient's history indicates that his coronary disease continues to progress. Based on the information provided, patient factors may have contributed to the restenosis. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01312 and 9616099-2006-01313.